Event description:
Boston scientific received information that during a normal device check numerous daily impedance measurements were noted between 1100 and 1200 ohms for this right atrial lead. Most daily measurements were between 550 and 600 ohms. These variable impedance level were reproduced in clinic with most measurements around 600 ohms and intermittent levels near 1200 ohms. A possible lead fracture was suspected to be starting, however was determined to have not yet fully occurred and may be the cause of the intermittent high level impedances. Additionally, noise resulting in an inappropriate atrial tachy response was recorded in the logbook due to the lead issue. No remedial action was taken at this time however the physician will continue to monitor the lead. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range pacing impedance measurements were observed at a recent routine follow-up appointment. Loss of capture was also observed. The device was reprogrammed to vvi and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.